Event description:
On (B)(6) 2025 medtronic strata vp shunt adjustable valve was found to be at a setting different than what it was set on (B)(6) 2024. There were changes in mental status and nph(normal pressure hydrocephalus (nph)) symptoms. Believe that an apple watch may have caused problems. Never told of risks. Not clear that health care providers or medtronic is fully aware of apple watch on their valves. Need to also assess whether the rechargeable hearing aid is affecting the valve setting. Had to get another CT scan less than a month after previous one.